Manufacturer narrative:
Neither sample was returned for evaluation. The two investigations were inconclusive for the alleged port leak. The root cause could not be determined. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 1808000, implantable port, allegedly experienced leakage. This information was received from various sources. These malfunctions involved two patients with no consequences. One patient was reported as male, weight and age were not provided. The second patient's age, weight, and gender were not provided.